Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous artery below the knee. A coyote es mr 2mm x 40mm x 145cm balloon catheter ruptured at 6 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).